Manufacturer narrative:
No button error alarm. No button response due to flattened down button keypad dome. Minor scratched lcd window, cracked case near display window corners.

Event description:
Customer called to report that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 196 mg/dl. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.